Event description:
It was reported that on an unknown date in (B)(6) 2007, the patient underwent discography which demonstrated at l2-3 no extravasation of contrast agent and firm terminal resistance, accepting only 1 cc. At l3-4 the patient had essentially a normal diskogram, accepting only 1 cc and again very pronounced terminal resistance. There was no provocation. At l4-5 the patient accepted 2.5 to 3 cc of contrast agent in the disk with moderate resistance, very positive provocation and very positive concordant pain. At l5-s1 again a very abnormal diffuse pattern. Approximately two months later, the patient had spinal surgery for herniated nucleus pulposus at l4-5 and at l5-s1. The surgery consisted of 1) bilateral decompressive laminectomies at l4-5 and at l5-s1; 2) bilateral decompressive neural foraminotomies at l4-5 and l5-s1; 3) bilateral discectomies at l4-5 and l5-s1 with posterior lumbar interbody fusions using bone bank and allograft at l4-5 and l5-s1; 4) bilateral autogenous and reconstituted cage-type allografts at l4-l5 and at l5-s1; 5) pedicle screw fixation at l4, l5, and s1 bilaterally using the spinelink ii system; 6) bilateral posterolateral fusion using morcellized autogenous bone mixed with bmp and orthofix; and 7) bilateral autogenous grafts at l4-l5 and at l5-s1.per op notes, posterolaterally a large graft was placed with a mixture of bmp with autogenous bone and approximately a sausage type graft rounded was placed to the lateral margin of the pedicle screws and the plates. There were no complications. Reportedly, sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.